Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after a vibratory alert was delivered. Upon interrogation, high pacing lead impedance and high capture threshold were observed. Lead was capped and replaced. There were no adverse consequences.